Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited noise on the atrial and right ventricular channels. Oversensing occurred which resulted in some inappropriate atrial tachycardia response events and inappropriate ventricular events. The noise was reproduced during isometrics. Lead impedance trends are in normal range; however, the ventricular impedance became more variable and the atrial impedance appeared to exhibit a subtle change at the same time. There has been no major change in impedance measurements on either lead. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. A revision procedure was subsequently performed and both leads were removed from service and replaced. No additional adverse patient effects were reported.